Event description:
(B)(4) I've experience abnormal sharp shooting pains in the sides of my pelvic region, extremely swaying moods, headaches, excessive menstrual periods, unexplained weight gain, hair loss, severe joint pain, blurred vision, unexplained metal taste in my mouth and more.